Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during combined procedure, the trocars came out or were easily pulled out with the instruments. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this event, the product was recently returned for investigation. Investigation to determine the root cause of the reported event is ongoing.

Event description:
We have been informed that during combined procedure, the trocars came out or were easily pulled out with the instruments. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint, three aveta cannula's with closure valves were returned for investigation. Visual inspection of the cannula's revealed no anomalies. The upper shafts of the cannula's (nearest to the green hubs) were properly laser etched to create roughness and should provide enough friction to prevent them from coming out of the eye too easily. Device history record review revealed no deviations. Based on the investigation performed, the reported failure could not be attributed to the returned product itself, or its manufacturing. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trend. Since the reported failure could not be attributed to the returned product itself or its manufacturing, remedial action/corrective action/preventive action/field safety corrective action (fsca) is deemed not necessary. The analysis includes all complaints with failure mode as reported ci-cann-ejected. The number of devices on the market is based on aveta trocar sales figures.

Event description:
We have been informed that during combined procedure, the trocars came out or were easily pulled out with the instruments. No report that actual patient harm occurred or surgery was prolonged > 30 min.